Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted and released in the laa. There were no patient complications during the procedure. After the procedure an effusion sweep was performed. At this time a small pericardial effusion with tamponade was noted. A pericardiocentesis was performed later that day. 4 days after the procedure was completed the patient was discharged from the hospital.